Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that the pump failed the air-in-line test during testing. The device in question was returned to walkmed infusion for product evaluation, which confirmed the air-in-line test failure. Further evaluation of the pump by walkmed infusion identified the main circuit board as the cause of the failure. The failure of the main circuit board was attributed to user misuse, abuse.